Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in in poor condition with fluid ingression and wear and tear. Visual inspection revealed that the pump assembly was leaking water. The investigator powered on the device and found that the return tube silicon seal was cracked. This caused water to leaking into the main pcb. The customer reported product problem (main board needing replacement) was confirmed during testing. The pcb and pump assembly were replaced. Preventative maintenance was then performed. The unit subsequently passed all the functional tests.

Event description:
Information was received that main board and pump need to be replaced. No adverse effects reported.